Event description:
The reporter contacted animas on (B)(6) 2012 and stated that the patient wore the pump while swimming in the pool and alleged that when the patient came out of the pool, the pump was no longer primed. The reporter stated that a prime function was then attempted and the pump emitted at call service alarm. During troubleshooting with animas customer support, the reporter was instructed to replace the cartridge and tubing and then initiate a rewind, load and prime function. The reporter stated she believed that all of the insulin was emptied from the cartridge during the load function, but was uncertain. The reporter repeated the rewind, load and prime function and the pump still primed during loading. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was unable to detect the cartridge during the load step and the pump emitted a "no cartridge detected" warning. The force sensor was found to be out of calibration. Unrelated to the event the pump case was damaged and moisture damage was observed on the circuit board.